Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: "lc" event description: when the user tried to deploy the bag, the support frame was open, but the bag slipped out from the shaft and did not attach to the prongs to deploy properly. Product available for return additional information was received via email on 30nov2023 from [facility], purchasing, yes, the tips of the prongs were exposed while inside the patient. Intervention: the user replaced it with a new one as a replacement. Patient status: there was no impact on the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of specimen bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: "lc". Event description: when the user tried to deploy the bag, the support frame was open, but the bag slipped out from the shaft and did not attach to the prongs to deploy properly. Product available for return additional information was received via email on 30nov2023 from [facility], purchasing, yes, the tips of the prongs were exposed while inside the patient. Intervention: the user replaced it with a new one as a replacement. Patient status: there was no impact on the patient.